Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. Customer experienced current blood glucose levels was 337mg/dl. Customer reports they had no any symptoms .customer stated that they had problem with quickset and reservoir. Troubleshooting performed for infusion set. Customer is not able to change the infusion set. Customer declined for troubleshooting for high blood glucose level. The product will be not return for the analysis.